Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the tip of the jaw of the lcsb5 fell off (used with a h2tuv). Another device was used to complete the case. There was no consequence to the pt.